Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2014 with the following findings: the original complaint was confirmed in the pump history, but was not duplicated during testing. There was a call service alarm observed in the black box history. An ezprime and 24 hour duration test were successfully completed with no call service alarms being duplicated. Unrelated to the original complaint, the display screen had a discolored contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.